Event description:
Philips healthcare response technical assistance center received a call from the customer stating that while the hdi 5000 ultrasound system was idle, the customer noticed that it caught fire. The customer immediately extinguished the fire, and removed the system from use. The ultrasound system was not being used at the time of this incident, and there was no patient involvement.

Manufacturer narrative:
The philips field service engineer(fse)went to the customer site. No injuries were reported. The fse stated that the ultrasound system was not in use at the time of this incident. The customer immediately extinguished the fire. The hdi 5000 is in transit to philips at the time of this MDR submission. Once received, a failure investigation will be performed. A follow up report will be submitted once new information becomes available.